Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited varied shock impedance measurements of 50 ohms to greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
--

Manufacturer narrative:
Additional information was received that the patient was seen in clinic approximately one month later for further evaluation of the device and lead system. Shock impedance measurements were greater than 125 ohms, however, during defibrillation threshold (dft) testing, shock impedance measurements were observed to be 45 to 48 ohms. Boston scientific technical services (ts) discussed troubleshooting options. A revision procedure was performed. The pace/sense and df-1 pins of the right ventricular (rv) lead were removed from the device header. Shock impedance measurements were observed to be within an acceptable range when the pins were re-inserted into the device header. The physician felt that the distal df-1 pin was either not fully inserted, or had air in the header. No adverse patient effects were reported.